Manufacturer narrative:
The referenced device was returned to the olympus repair center. The repair inspection was not able to confirm/reproduce the customer¿s reported issue. The image tested good with no b30 communication error or green colored image. The inspection noted there is a cut on the light guide cable cover, cracks on the side of the video connector, corrosion on the distal end edge, and minor scratches on the rigid outer tube. The investigation is in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the biomedical engineer at the user facility that the customer high-definition endoeye ii, autoclavable video telescope has a b30 communication error and a green colored image. The customer reported problem was found at preparation for use. No death or injury and no impact to person or other was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the reportable events, green image and b30 error, could not be reproduced. Olympus will continue to monitor field performance for this device.